Manufacturer narrative:
D2b pro code: dxf, dyb. Premarket / 510(k) # k183655,k150709.

Event description:
It was reported that during a watchman procedure, a versacross access solution system was selected for use. During the procedure, the guidewire was advanced into the superior vena cava (svc) with difficulty. Transesophageal echocardiography (tee) was also difficult. The guidewire had to be reloaded three times, in order to drop from the svc. The patient had an unusual anatomy; the patient had a small svc and the physician was having trouble advancing the wire into the svc. It was not possible to attempt transeptal access at this point. After this, the wire was located in the right atrium and a pericardial effusion was discovered. The procedure was cancelled, and the patient was taken to the operating room. Before the effusion was noted just the table wire, versacross pigtail rf wire, versacross sheath and dilator were the only products that made it into the body. The patient has been extubated and was stable the day after the event. The device will not be returned since it was disposed.

Event description:
It was reported that during a watchman procedure, a versacross access solution system was selected for use. During the procedure, the guidewire was advanced into the superior vena cava (svc) with difficulty. Transesophageal echocardiography (tee) was also difficult. The guidewire had to be reloaded three times, in order to drop from the svc. After this, a pericardial effusion was noted, the procedure was cancelled and the patient was taken to the operating room. It is expected that the patient will fully recover. The device will not be returned since it was disposed. (B)(6) 2023 - gfe response: the patient had an unusual anatomy. Also, patient had a small svc. Dr. Miller was having trouble advancing the wire into the svc. Additionally echo imaging wasn't the best. "We didn't even get to the point of attempting to go transseptal." Sizes and types of sheaths used: versacross fixed kit. Vxsk kit. 8.5fr. The wire was located in the right atrium at the time the pericardial effusion was discovered. Before the effusion was noted just the table wire, versacross pigtail rf wire, and versacross sheath and dilator were the only products that made it into body. Patient has been extubated and was stable the day after the event. That was the last I was informed. Expected to go home.

Manufacturer narrative:
A supplemental is filed for correction in d2a, d2b and g4 field.